Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on 10/20/2014. The complaint of intermittent audio output could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim intermittent audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported.